Event description:
Description: I cleaned my contact lenses using my husband's bottle of clear care, which looks very similar to my own usual brand. The bottle is the same size, a blue color, a contact lens floating on the front. There's very little to indicate that this is not an ordinary saline solution. Of course, the peroxide solution burned my eye when I inserted the contact lens, and it was several minutes before I could even open my eye to take the contact lens out. After getting the lens out and recovering somewhat from the pain, I told my husband what had happened. He told me that he had done the exact same thing before he realized it was not an ordinary saline solution also. Now that I have searched on the product and examined the bottle carefully, I see my mistake, but given the similarity of the packaging to a that of common product that all contact lens users are familiar with, I think the packaging needs to the changed to prevent users from injuring themselves. Were other practioner's involved (perpetuate) in the error: no. Pt counseling provided: unk. Reporter's recommendations: the packaging is too similar to regular contact lens saline solution! It needs to be changed! (B)(4).